Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 3.00 mm x 8 mm nc emerge balloon catheter was selected for use. The coating on the wire lumen appeared to be poor as passage was very poor and there was resistance during delivery. When the balloon was withdrawn, the wire came out with it. The procedure was completed with this device, there were no patient complications.